Event description:
It was reported that there were rising thresholds. Upon opening of the pocket, the physician commented that the lead looked cloudy. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.